Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was low sensing on the right ventricular (rv) lead in bipolar configuration. The physician decided to leave the lead in bipolar with continued observation. The lead remains in use. No patient complications have been reported as a result of this event.